Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer. Further cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when pressing the on button. There was no patient use associated with the reported issue.